Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced. An expression of dissatisfaction with respect to battery longevity was received.